Event description:
Customer reported the collimator iris potentiometer is damaged. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the collimator. System operates as intended. This MDR is related to ge healthcare complaint.